Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's meter. The mother states the meter was broken. The mother states the customer's levels had been running high. The customer's levels had been as high as 525mg/dl. The customer treated the highs with bolus. The mother declined to troubleshoot for the highs. The customer was at school with pump and could not provide further information. The mother was being sent replacement meter.